Event description:
It was reported that the pt was thought to be having some overshunting symptoms. The pt was examined and the valve was replaced. The proximal and distal ends were perfectly fine. The shunt was thought to be implanted for a least 6 months.

Manufacturer narrative:
The device has not been returned to the MFR.